Manufacturer narrative:
In the case description, the user mentioned being unable to use the controller due to being stuck at step 19 of 29 during loading. Upon turning on and unlocking the returned controller, it was observed that the application booted up and loaded to step 19 of 29 before the app restarted and starting loading again at step 0, only to reach 19 and restart again. The debug version of the application was installed to pull android log files. The debug version of the app was opened and the issue replicated, however an app not responding message was generated which provided the option to wait for the app to respond. The dialog appeared several times with the wait option being selected each time before the app broke out of the loop and completed initialization. The debug logs showed that, while the app was stuck on step 19 it was attempting to purge records. It took a couple of minutes before the system could purge sufficient records to continue initialization. Inspection of the production android log files confirmed the application attempting to perform a similar record purge before the application restarted. The production version of the application prevented the purge of the records due to the amount of time it takes with no response, which resulted in the app restarting once time allowed for initialization was reached. Inspection of the android log files showed no evidence of issues with insulin delivery while the controller was able to be used. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs with no evidence of an over delivery occurring. Physical testing of the controller found it to function as intended after completing initialization. Investigation confirmed the user being unable to use the controller due to an initialization failure, though no issues with insulin delivery were observed leading up to the failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was found unconscious by a friend and transported to the ER (emergency room) by ambulance for hypoglycemia. No specific bg (blood glucose) levels were provided. Symptoms reported include hypoglycemia and loss of consciousness. The patient was treated by paramedics with IV (intravenous) glucose that was continued in the ER. The patient reported being off the pod since the day before the hypoglycemic episode due to an issue with updating his omnipod controller software. The patient reported taking an injection of long-acting insulin. The patient was released 8 hours later and given a prescription for long acting (lantus) insulin pens until his new omnipod controller arrives.